Event description:
A patient underwent repair for truncus arteriosus with placement of the 1st aortic homograft 12mm x 3.0 per package. Approx one week later, patient brought back to surgery. Homograft removed and a 2nd graft was placed. 1st homograft sent to pathology. Homograft was mislabeled for size. Follow up reveals: the specimen or explanted homograpt consisted of a cylindrical conduit with a heart valve with three leaflets towards one pole. The specimen measures 2.7 cm in length and ranges in greatest diameter from 1.5 to 2 cm.